Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil is seperated as well') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), feeling abnormal ("brain fog"), dementia alzheimer's type ("alzheimer's disease") and pelvic pain ("right side pain"). At the time of the report, the device dislocation, feeling abnormal and pelvic pain outcome was unknown. The reporter considered dementia alzheimer's type, device dislocation, feeling abnormal and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: my coil is separated as well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil is separated as well') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), feeling abnormal ("brain fog"), dementia alzheimer's type ("alzheimer's disease") and pelvic pain ("right side pain"). At the time of the report, the device dislocation, feeling abnormal and pelvic pain outcome was unknown. The reporter considered dementia alzheimer's type, device dislocation, feeling abnormal and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: my coil is separated as well. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, brain fog, device dislocation, alzheimer's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil is seperated as well') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), feeling abnormal ("brain fog"), dementia alzheimer's type ("alzheimer's disease"), pelvic pain ("right side pain/extrem stabbing pain"), fatigue ("fatigue"), gastrointestinal disorder ("belly played me up for 9 months"), astraphobia ("sensitive to lightning") and hyperacusis ("sensitive to loud noises"). At the time of the report, the device dislocation, feeling abnormal, pelvic pain, gastrointestinal disorder, astraphobia and hyperacusis outcome was unknown and the fatigue had not resolved. The reporter considered astraphobia, dementia alzheimer's type, device dislocation, fatigue, feeling abnormal, gastrointestinal disorder, hyperacusis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: my coil is separated as well. Concerning the injuries reported in this case, the following ones were reported via social media: fatigue, abdominal disorder . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event belly played me up for 9 months, fatigue added. On 23-mar-2020: fu5, 6, 7 processed together on 23-mar-2020: fu5, 6, 7 processed together on 23-mar-2020: social media received. New events sensitive to lightning and sensitive to loud noises were added. New reporter was added. Fu5, fu6, fu7& fu8 were processed together. On 23-mar-2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.